Event description:
Patient reported experiencing elevated blood glucose readings while on the pump. Patient stated readings ranged from 225-412 mg/dl; took correction. Patient switched to backup pump and gave himself 16 units of insulin to correct reading of 412 mg/dl. Patient reported his blood glucose returned to normal upon switching to the backup pump. Patient alleges pump is not delivering the proper amount of insulin. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.